Event description:
Customer complained of pt skin irritation and breakdown. Some pts were seeing redness, breakdown, and some ulcerations/sores on forehead. Visit was made to account to discuss. One month later, the account started applying a foam insert under the generator and fixation device to try and improve the problem. Skin breakdown continued, occurring more frequently. The following year, two pts had severe ulcerations resulting in permanent skin damage according to account.

Manufacturer narrative:
Based on the reported issue rec'd an on-site visit to the hosp was performed. Info gathered prior to the visit indicated that the hosp was placing foam blocks in between the headgear and the infants forehead causing redness and blistering. At this time, it was determined that the foam blocks were the prime contributor for the reported issue and it is not part of the product design. The hosp informed cardinal health that based on our recommendations as of 1/25/2007, they ceased use of the foam blocks. There have been no further reports of skin excoriation and blistering from the facility at this time.